Event description:
The following has been reported: pump problem: always stating "reload cassette, tubing set is misloaded" even when reloading new cassette. No pumps were causing patient harm and no report of stopped infusion. A preliminary review of the logs shows the following: mechanical hardware failure (av sticky valve). An active infusion was not delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Upon observation, the fva pins had slight signs of drag when they were actuated by hand. A testing cassette was loaded into the device and was followed by a tubing set misloaded alarm. The pump was opened and an inspection of the fva pins was performed. The pins were found to have foreign material adhered to the pins. 70% isopropyl alcohol was used to clean the excess material off the pins. The fva assembly was reinstalled into the pump and testing was performed to test functionality. The pump was able to pass testing with no signs of errors.

Event description:
Upon observation, the fva pins had slight signs of drag when they were actuated by hand. A testing cassette was loaded into the device and was followed by a tubing set misloaded alarm. The pump was opened and an inspection of the fva pins was performed. The pins were found to have foreign material adhered to the pins. 70% isopropyl alcohol was used to clean the excess material off the pins. The fva assembly was reinstalled into the pump and testing was performed to test functionality. The pump was able to pass testing with no signs of errors.